Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, in the first shot of the bariatric, the load did not fire and was locked. The surgeon was able to press the green button and squeeze the handle. The reload replaced with a new one to complete the procedure. Surgical time was extended for 10 minutes. There was no patient injury.